Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was report that increased threshold was noted on rv lead. The lead was explanted. It was suspected that it is due to the patient's heart muscle itself. There is no patient consequences.